Manufacturer narrative:
Device manufacturer date: the device was manufactured in (B)(6) 2022 based on the three-digit lot number. The specific date could not be determined with that information. Based on the results of the legal manufacturer's investigation, the customer¿s complaint was confirmed. The device was returned with one clip missing. In addition, the lock lever of the connecting tube was detached, and testing confirmed that the connecting tube came off the channel connector. As a result, it is likely the connecting tube could not be connected due to detachment of lock lever by external stress. As a cause of the external stress, the user may have applied force toward incorrect direction. A definitive root cause cannot be identified. During inspection and testing the following was also found: scratches and nicks on the metal connector, scratches on the tube, white spots inside the tube, scratches on the green plastic connector. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Per the devices instruction for use ¿the user can detect abnormality by performing the following inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the connecting tube cannot be connected to the channel connector in the reprocessing basin. Follow-up with the customer was performed and the following information obtained: the device was never used with a patient. There were no reports of patient harm associated with this event.